Event description:
Almost choked [choking sensation] cross action brush heads...fallen off in mouth - oral-b [device breakage] bristles were a different color...brush heads are light blue and white while (others) are green and white - oral-b [device colour issue] logo feels rough...may have purchased a counterfeit/label on the brush head looks weird and feels bumpy...aren't any numbers in the back oval - oral-b [suspected counterfeit product] case narrative: consumer via phone stated that the oral-b cross action toothbrush heads fell off in their mouth and they almost choked. The bristles were a different color than their husband's toothbrush heads. Their oral-b toothbrush heads were light blue and white while his were green and white. Their logo felt rough and they felt that they may have purchased a counterfeit because the label on the oral-b toothbrush head looked weird and felt bumpy. There also were not any numbers in the back oval. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Almost choked [choking sensation] . Cross action brush heads...fallen off in mouth - oral-b [device breakage] . Bristles were a different color...brush heads are light blue and white while (others) are green and white - oral-b [device colour issue] . Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via phone stated that the oral-b cross action toothbrush heads fell off in their mouth and they almost choked. The bristles were a different color than their husband's toothbrush heads. Their oral-b toothbrush heads were light blue and white while his were green and white. Their logo felt rough and they felt that they may have purchased a counterfeit because the label on the oral-b toothbrush head looked weird and felt bumpy. There also were not any numbers in the back oval. No injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. (B)(6) 2024 case update from information initially received on 11-jun-2024: the suspect product lot was 103378600. No injury was reported.